Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on the 5th day of wearing the adc device, the sensor had detached prematurely and therefore was unable to obtain glucose readings. As a result, the customer experienced symptoms of sweating and a seizure and was unable to self-treat. The customer was provided a treatment of glucose injection by a third part. No further information was reported. There was no report of death or permanent injury associated with this event.